Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported failure to deploy the thumb advancer due to the catch was displaced and the advancer stroke was not completed into the number 3 position. A search of the complaint handling database was performed and no other incidents were identified from this lot for issues related to failure to deploy thumb advancer. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue possibly related to manufacturing was identified. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device with a 6f sheath after a diagnostic procedure. Reportedly, the sheath did not split completely and the clip did not deploy. Hemostasis was achieved with applied manual arterial compression and a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose device. No additional information was provided.